Event description:
Consumer reported complaint for low, high and erratic blood glucose test results. During the call, a back to back blood test was performed by the customer 2 hours post meal and produced test results of 54 mg/dl and 53 mg/dl using true metrix meter; customer was concerned with the results obtained. The customer¿s expected blood glucose test result range is 130 mg/dl am fasting and below 150 mg/dl 2 hrs. After meals. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 07/31/2024 and open vial date is one week ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 28-aug-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.